Event description:
Pt called to report that their ultra meter gives them an error 2 message. Pt did not have any symptoms of high or low bg. Ccr walked pt through a test and meter still read error 2. Ccr was unable to resolve the issue and sent pt a new meter.